Event description:
It was reported that the customer had high blood glucose of 500 mg/dl. Customer was unaware as to why her blood glucose was high and stated she would change out the whole set later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.